Manufacturer narrative:
(B)(4). Approximate age of device - 3 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. Thromboelastography (teg) analysis was performed post implant, and the patient was placed on plavix in addition to aspirin and coumadin. It was reported that shortly after implant the patient had a low hemoglobin and was transferred to the intensive care unit on (B)(6) 2017 due to suspected gastrointestinal (gi) bleeding. An endoscopy and enteroscopy were performed, but the source of bleeding was not determined. The gi bleeding resolved on an unspecified date. On (B)(6) 2017, it was reported that the patient was stable in an outpatient rehabilitation center. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.